Manufacturer narrative:
Product event summary: it was confirmed that the output connector assembly was broken. It was also found that the lower case was broken.

Event description:
It was reported that the external pulse generator (epg) had a broken ventricular output connector. The epg was returned for service. There was no patient involvement.